Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not warming up. Additional information was received via internal email 16-aug-2022: technical support was able to diagnose and get them a new board. The issue was discovered during preventive maintenance. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a cracked return tube and bent air detector door. Pcb (printed circuit board) assembly contained fluid ingression. The customer stated problem was duplicated. Faulty pcb assembly was replaced. Replaced return tube and oring. Replaced air detector door. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.